Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was used on blood vessel. Staples on the patient side were not caught on the tissue and fell off in the surgical field. The surgeon confirmed the tissue and found out that it was not stapled. Bleeding was confirmed. Nothing fell into the patient's cavity. The procedure was completed with manual suturing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four device. The visual inspection of the returned products noted that the reloads were fully fired. Microscopic evaluation noted that the second reload had damage to the cutting edge of the knife blade. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.